Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Additional narrative: the actual device was returned for evaluation. The device was evaluated and it was determined that the reported condition that the device was stuck in the sagittal saw attachment device was not confirmed. Therefore, the assignable root cause was not determined. However, during evaluation, it was determined that the device was worn. The assignable root cause was determined to be due to component failure from normal wear. (B)(4).

Event description:
It was reported from (B)(6) that during service and evaluation, it was determined that the saw blade device showed significant signs of wear. It was noted in the service order that the device got stuck in the sagittal saw attachment device. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.